Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2021. It was reported that during the procedure the device was to be used for patient hemorrhage. However, the band was unable to deploy and the patient experienced a large amount of bleeding. The device was removed and the physician used lauromacrogol to treat the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: patient code e2015 captures the reportable event of patient hemorrhage requiring treatment. Medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with four bands attached; however, some of the bands were moved from their original positions. The trip was not secured in the handle slot and the slack was not taken up correctly. It was also noticed that the trip wire was cut and microscopic inspection revealed that the cut on the trip wire was performed by a mechanical tool. The ligator head teeth were damaged (bent). A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. Device analysis revealed that the cut found on the trip wire using a mechanical tool is most likely that the user may have cut the device in order to separate it from the endoscope. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured in the handle slot and the slack was not taken up correctly. This can cause the trip wire to slip through the handle assembly and can cause more tension on the device, bending the ligator head teeth and affect the bands deployment activity. The hemorrhage reported in the complaint is a known potential adverse event related with the use of the device and are noted within the instructions for use (IFU). Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block h6 (impact codes).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2021. It was reported that during the procedure the device was to be used for patient hemorrhage. However, the band was unable to deploy and the patient experienced a large amount of bleeding. The device was removed and the physician used lauromacrogol to treat the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.